Event description:
A (B)(6) year old female underwent an evar with aui as primary intervention on (B)(6) 2013. A renu converter was implanted below the renals and a zenith flex with spiral-z technology limb into the left iliac. A coda balloon was used and a final picture was taken. The entire renu graft appeared porous. Several runs: including the pigtail at different locations, the coda balloon at different locations and varying degrees of lao and rao. Also, rechecked the act levels on another machine to ensure physician was below 300. Each image showed contrast coming through the fabric of the entire renu. The graft was relined with another zenith flex limb with spiral-z technology and a zenith converter. A final run was taken indicating there were no endoleaks. No add'l procedures were necessary, but two other items had to be implanted because of the experienced difficulty. Also, per the complaint form, no adverse effects have been reported.

Manufacturer narrative:
Device code: labeled. Event evaluation: still under investigation.